Event description:
Device malfunction: failure to advance and dislodged stent. Time of device malfunction: during stenting procedure. Symptoms/ae: stent lost in periphery. It was reported that the first promus stent delivery system (sds) failed to cross the lesion and when the sds was withdrawn from the pt anatomy, the stent struts were noted to be flared. A second promus sds also failed to advance to the lesion and the stent became dislodged in the left main artery. A balloon catheter was used to attempt to appose the stent to the vessel wall; however, the stent became lost in the left femoral artery. The pt was taken to surgery to treat the coronary and the surgery was not related to the dislodged stent. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. It was reported that another 2.5 x 23 mm rx promus sds had also previously failed to cross the lesion. Based on the info received with the complaint, the inability to cross appears to bbe related to the highly calcified lesion. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The product was not returned and may have aided in the eval. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure if multiple attempts to cross the lesion were made, it is possible that interaction between the stent and the highly calcified lesion affected the stent attachment. In this case, the highly calcified lesion may have contributed to the reported stent dislodgement, which resulted in non-resorbable material unretrieved in the body. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.